Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow keypad button was difficult to press and required multiple hard presses to elicit a response. The patient denied damage to the keypad and noted the rubber over the ok button was worn and could see the metal under the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'down' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.